Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) was triggered and noise and oversensing were observed. However, this warning was triggered due to the patient having surgery. The patient also experienced inappropriate therapy at the same time. The device remains in use. No further patient complications have been reported as a result of this event.